Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found pledget transfer issues that may have caused or contributed to the reported complaint, therefore the complaint was confirmed. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that when she changed her tampon she experienced horrible pains shooting through her uterus and lower back. She then removed the tampon and noticed there was a tampon and a half with the strings from the two tampons intertwined. Once she removed the tampon the pain subsided within a few minutes.